Manufacturer narrative:
The part has not yet been received for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the system displayed a recoverable error 23000. The error points to an issue with a component on the master tool manipulator (mtm) found on the surgeon side console (ssc). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. As a result of the error, the planned procedure was aborted post anesthesia. On (B)(6) 2016, intuitive surgical, inc. (Isi) received additional information from the reporter regarding the reported issue. The recoverable error occurred at startup; however, the customer felt they would be able to continue with the procedure. It was reported that isi technical support was contacted but the issue persisted. The patient was under anesthesia for 30 minutes and surgical ports were already placed when the planned procedure was aborted. The procedure was rescheduled for (B)(6) 2016. The patient tolerated the procedure well and there was no report of patient injury or harm. The technical field specialist (tfs) performed additional investigation on site and replaced the master tool manipulator (mtm) gimbal to resolve the reported issue. The system was tested and verified as ready for use.